Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 350 mg/dl with a large ketone level. The customer's healthcare provider instructed the customer to treat the high bg's at home. The customer changed the cartridge and infusion site. A bolus of insulin was delivered to address the bg level. As the supplies to the pump had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.